Event description:
It was reported that the customer received an incomplete bolus alert as they had not completed a bolus request. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer changed pump supplies to address bg. Tandem technical support educated the customer on the meaning of an incomplete bolus alert.